Manufacturer narrative:
Additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx21mm implanted in the aortic position was explanted from a 64 years old patient after an implant duration of seven (7) months for unknown reason. A valve model 3300tfx19mm was implanted in replacement.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx21mm implanted in the aortic position was explanted from a 64-year-old patient after an implant duration of seven (7) months due to endocarditis with large mobile vegetation and associated aortic root abscess leading to left main coronary artery disease and ischemic symptoms preoperatively. As reported, patient presented with progressive failure symptoms and ischemic symptoms over recent days. A valve model 3300tfx19mm was implanted in replacement. Unfortunately whilst still in theatre the patients condition deteriorated rapidly due to worsening right ventricle failure and passed away.

Manufacturer narrative:
Initially, it was reported that this valve model 3300tfx21mm implanted in the aortic position was explanted from a 64-year-old patient after an implant duration of seven (7) months due to unknown reason. However, during investigation, it was learned that this valve was explanted due to valve endocarditis. Prosthetic valve endocarditis is a serious complication in patients that have these devices. It can occur early (60 days or less) or late (more than 60 days) after valve implant. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. If there were ever non conformances in the sterility or packaging processes, they would most likely manifest in the early postoperative period. There are multiple redundant manufacturing controls that ensure the sterility of the valve as provided to the hospital. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device and therefore endocarditis occurring after 60 days from implant or the implant duration is unknown are not considered as device related. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.